Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from patient regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated she was getting the implant removed because it was not working. Patient stated regarding the therapy not working, she was urinating all over herself, wetting the bed, and needing to wear depends. Patient stated since turning off the ins, she no longer has accidents and was urinating 100% better. Patient stated the implant has caused nothing but grief. Patient stated she was scheduled for explant but cancelled due to personal issues. Patient stated she was still planning to get it removed. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient's healthcare provider (hcp) determined that the unit was functioning well and the patient did not want to try additional programming so explant was scheduled for (B)(6) 2018, but the patient then cancelled the explant appointment. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.